Event description:
A nurse (pump trainer) called to report the customer was hospitalized for dka. And they were still unconscious. It was stated that the pump was alarming and the alarm could not be cleared. The batteries were removed and reinserted, but the pump continued alarming. Customer is a new pumper.